Manufacturer narrative:
(B)(4).

Event description:
The customer reports the doctor found the swg (spring wire guide) kinked before insertion.

Manufacturer narrative:
(B)(4). The customer returned one opened cs-27702-e kit for evaluation. The kit contained the transducer probe, a two-lumen catheter with the cover and luer caps, a catheter over needle assembly, and the spring-wire guide assembly. The ars, introducer needle, and dilator were not returned. The spring-wire guide was found to have a kink near the middle. No coil offset was identified. No damage was identified with the spring-wire guide advancer. The spring-wire guide was measured and was found to be within specification. The kink is located 380 mm from the proximal end of the spring-wire guide. A device history record review was performed and no relevant findings were identified. The customer reported issue of the spring-wire guide being kinked was confirmed during the sample investigation. Visual inspection was performed and the spring-wire guide was found kinked near the middle. For packaging the spring-wire guide would be inside the spring-wire guide advance, but no damage was found on the advancer. The damage appears to indicate the kink was caused by operational context rather than packaging. Based on the information and sample provided, the probable cause of this issue could not be determined at this time. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports the doctor found the swg (spring wire guide) kinked before insertion.